Manufacturer narrative:
Patient code (B)(6) no longer applicable for the event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider who reported that the pump has not flipped but when the patient bends f orward, it pokes out. The cause for the pump bulging out was not determined. The patient¿s surgeon recommended that the patient lose weight and wear an elastic brace around the pump. The pump would be replaced if the pump starts flipping.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) at an unknown concentration/dose via an implanted pump for non-malignant pain. The patient reported that the pump had always been stuck out funny and had gotten worse. Patient stated that it sticks out about an inch and a half and they could feel the other side of it and they were afraid it was going to flip and pull out. Patient mentioned that they had their pump refill on friday and the healthcare provider told them that something needed to be done and that it had a possibility of flipping. The pump was implanted in the same general area as the previous pump but it was sitting a little differently than the previous one did. Patient said it had always hurt since day one and it was always stuck out weird but they were healing and let it go from time to time. Patient also mentioned that sometimes they would feel it pop and they th ought that was not normal. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) stated that the cause of the pump bulging was the way it was implanted closer to the patient's skin when replaced. It was also stated, "if it gets revised the patient would like it moved to her back". The event did not resolve and actions taken to resolve included the patient being referred to an additional healthcare provider who "might revise it".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.